Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 6.8 mmol/l at the time of the call. The customer sent the product back for analysis.

Manufacturer narrative:
No button error alarm noted. The insulin pump had an intermittent down arrow button due to moisture damage on keypad trace. The insulin pump had cracked lcd window, missing end cap sticker, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.